Event description:
It was reported that: "pt was infected, removed liner and head and exchange for poly liner and metal head. Pt records were not available since he transferred from an outside hospital."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR# 9616680-2010-00495.